Event description:
It was reported that when the coil was in the aneurysm, the power supply showed that the coil has been detached. However, when the physician went to withdraw the catheter, he felt that the coil had not detached and during withdrawal, he pulled the whole package of coils that had been implanted into the vessel. The physician implanted an intracranial stent to re-secure the package of coils into the aneurysm. The pt was reported to be okay.

Manufacturer narrative:
The device will not be returned to boston scientific for technical analysis as it remains implanted inside the pt. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. The cause of the event remains unk.